Manufacturer narrative:
The download history file has multiple displayable history check failed on startup alarms in alarm history screen due to corrupted history file. Analysis was unable to verify history anomaly. The unit uploaded properly using carelink pro. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and tone check/vibrate check on self test. No audio/beep anomaly noted. The low reservoir alarm functions properly with audio alert. The unit was programmed and monitored for three days with no unexpected rewind noted. No prime history anomaly or daily total anomaly was noted. No history anomaly when reviewing the download history file. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a low reservoir alert. The customer's blood glucose was 316 mg/dl at the time of incident. The customer stated the insulin pump does not beep. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.